Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during an intra-aortic balloon (iab) insertion the iab was unwrapped. Although attempt was made the iab was unable to advance. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. One kink was found on the catheter approximately 53.1cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 51.1cm from the iab tip. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during an intra-aortic balloon (iab) insertion the iab was unwrapped. Although attempt was made the iab was unable to advance. Replaced iab to continue therapy. No patient injury was reported.